Event description:
It was reported that the lead dislodged and was re- positioned. During a follow-up on (b) (46. 2010, there was no capture. The physician decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.